Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported balloon rupture. In this case, it is possible that the balloon became compromised during the procedure against the anatomy and/or other devices used resulting in the reported rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: device available for eval updated to no. H3: reason device not evaluated by mfg updated to na.

Manufacturer narrative:
Date of event: date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 7x60mm armada 35 percutaneous transluminal angioplasty (pta) balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.